Manufacturer narrative:
The patient/family was the initial reporter so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
A healthcare professional from (B)(6) reported that the customer was experiencing symptoms of hypoglycemia such as tiredness and unable to eat anything. The customer performed blood glucose testing with the contour meter and within 2 minutes, she obtained readings of lo (indicative of reading below 0.6 mmol/l) and 5.2 mmol/l. The paramedics were called to seek the medical attention , however, no further event details were provided. The customer was advised to return the product for evaluation. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The customer only returned the suspected contour meter. The contour test strips were not returned for evaluation. An in-house testing was performed using the returned meter with in-house contour test strips, which gave satisfactory performance.